Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device did not confirm the stated failure mode. The dimensional evaluation could not confirm the stated failure mode. The device had severe deformation which could have occurred during the insertion or extraction of the device. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested surgical records and x-rays, the clinical root cause of the dislocation cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The dimensional evaluation concluded that critical features for the returned components (cocr shell, lock ring, retaining ring, and cocr head) were evaluated for conformance to drawing print requirements. There is one notable dimensional deviation. Cocr head diameter of sphere measured .001" undersized (nominal: 1.021" +/- .002"; measured: 1.018"). The lock ring component was out of tolerance for several features (od, groove width, and groove diameter - ref. Attachment of dimensional evaluation report). However, plastic is easily distorted during attempted implantation, especially when attempting to mate with a rigid surface like the cocr tandem shells, and when attempting to disassembled the lock ring from the assembly. Surface finish defects alone (dings, scratches, scuffs, rubs) are enough to alter the measured reading during evaluation, along with the physical warping of critical features during surgical use. For this reason, the cause of the complaint cannot be confirmed as the result of this component being manufactured out of tolerance. Additional evaluation will be conducted with the help of product development to understand the implications of the non-conforming diameter feature for the returned cocr head. No additional actions will be taken until pd has provided the necessary feedback. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The dimensional evaluation could not confirm the stated failure mode. The device had severe deformation which could have occurred during the insertion or extraction of the device. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested surgical records and x-rays, the clinical root cause of the dislocation cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip hemiarthroplasty had been performed on (B)(6) 2021, the patient suffered from a dislocation without falling. A closed reduction and revision surgery was conducted on (B)(6) 2021 to treat this adverse event. Current health status of patient is unknown.